Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no., corporate lot no., expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with right inguinal hernia and ventral hernia thereby underwent laparoscopic right inguinal hernia repair with 3dmax mesh (device 1) and ventral hernia repair with ventrio st mesh (device 2). Per operative notes, ¿in the right groin, a large indirect inguinal hernia was noted, the sac was dissected away from the cord structures. A large right 3dmax mesh (device 1) was placed over the defect in the preperitoneal space and tucked into coopers ligament. A two separate ventral hernia defect made into one single defect and excised and defects were closed with sutures circumferentially. A small circular ventrio st mesh (device 2) was placed over the defect and secured with sutures and tacks. The fascia was closed and secured and reapproximated with sutures circumferentially.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent right inguinal hernia and groin pain and left inguinal hernia thereby underwent laparoscopic left inguinal hernia repair with 3dmax mesh - left (device 3) and open recurrent right inguinal hernia repair with bard flat mesh (device 4). Per operative notes, ¿the prior mesh (device 1) in the midline was noted. In the left groin, in the direct space the defect was reduced and some adherent tissue to cooper¿s ligament were taken down. A large left 3dmax mesh (device 3) was placed into preperitoneal space sutured and tacked. On the right side, a small indirect recurrent hernia likely lateral to the prior mesh (device 1) was reduced and fascia was closed with sutures. A bard flat mesh (device 4) was placed over the defect and secured in position with sutures and tacks under external oblique fascia.¿